Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received an alert transmission from merlin.net and presented into the clinic. The pacing lead impedance (pli) had been rising over time and patient notifier (pn) was delivered. The patient is not compliant with follow-up and has a substance abuse (alcohol) problem. The patient stated they did not feel the pn, although it was felt in-clinic. The patient is not dependent. The capture threshold has also risen. The last check was back in (B)(6) 2015. Since (B)(6) 2016, the pli values have been climbing from ~400 ohms to >2000 ohms. Programming changes were made to the device. The data suggest a possible exit block behavior at the lead tip-tissue interface. The patient scheduled to return for a check. With the patient history of non-compliance, it is not sure patient will be back. Revising the lead was recommended.